Manufacturer narrative:
(B)(4). The device history review for the product hemolok l clips 6/cart 84/box lot# 73j1700113 investigations did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a resection procedure, it was observed that a part of the clip got stuck in the applier once the device locked. Removing the applier was impossible and an additional 3 cm resection was required. The patient's condition was reported as fine.

Manufacturer narrative:
Qn#: (B)(4). The customer returned one clip from unit 544240 hemolok l clips 6/cart 84/box for investigation. One loose clip was returned but the cartridge was not returned. The returned clip was visually examined with and without magnification. Visual examination revealed that the clip was returned closed on some biological material. No anomalies were observed with the clip. The clip applier was not returned. Based on the condition of the returned clip, there was no evidence to suggest that the clip was the reason it got stuck in the applier. Using a damaged applier could cause the clip to get stuck in it but since the applier was not returned, this could not be confirmed. Therefore, the root cause of this complaint could not be determined. The IFU for this product, l06112, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." Other remarks: a corrective action is not required at this time as the complaint could not be confirmed based on the returned sample. The clip appliers were not returned. The reported complaint of "clip stuck in applier" could not be confirmed based upon the sample received. One loose clip was returned closed around some biological material. The clip appliers were not returned. Based on the condition of the returned clip, there was no evidence to suggest that the clip was the reason it got stuck in the applier. Using a damaged applier could cause the clip to get stuck in it but since the applier was not returned, this could not be confirmed. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. Therefore, the root cause of this complaint could not be determined.

Event description:
It was reported that during a resection procedure, it was observed that a part of the clip got stuck in the applier once the device locked. Removing the applier was impossible and an additional 3 cm resection was required. The patient's condition was reported as fine.